Event description:
It was reported that while the ventilator was connected to a pt, the measured oxygen concentration suddenly was shooting up to around 98% while set at 35% and an alarm was generated. (B)(4).

Manufacturer narrative:
(B)(4).